Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 10 oct. 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 09 october 2025, the user reported that the system displayed results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance concerns, and the sensor was requested for further investigation. However, the sensor was not returned to senseonics prior to closure of the complaint. A review of the in-vivo raw sensor data did not reveal any anomalies that would be expected to impact accuracy around the reported timeframe. Review of the sensor glucose data from august 27 to september 24, 2025, revealed patterns consistent with situations in which estimated values provided by the app were entered as calibrations rather than true blood glucose (bg) values. The inaccuracy examples shared by the user on september 25, 2025, were likely impacted by this issue, as entering estimated values or values from the eversense cgm or another cgm as calibrations can disrupt the calibration process and lead to significant deviations in sensor readings. The system initiated re-initialization on september 29, 2025, due to expired calibrations, and calibrations entered during and after re-initialization appear to reflect true bg values, with overall post-initialization performance demonstrating improved sg/bg agreement. However, occasional discrepancies were observed, which may be attributable to the inherent lag of the sensing technology and/or the in-vivo condition of the hydrogel. The data management system (dms) shows that the user was reinserted with a new sensor on 6 nov 2025. As part of the resolution, the user was offered a sensor replacement. B4.date of this report 09 jan 2026. . G3.date received by the manufacturer? 09 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 4248,114. H6. Investigation conclusions updated to 19,22.